Event description:
Rn was collecting morning labs and noticed that the novaplus button/lancet stocked in the patient's drawer was labeled wrong. We normally use micropremie lancet that is white and a newborn lancet that is pink. This rn found many lancets labeled micropremie that were pink and the bigger size. This would've been too large of a poke for small babies.